Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the rep found out that the patient had an infection and most likely had the intellis system explanted on (B)(6) 2018.. There were no further complications reported or anticipated.